Manufacturer narrative:
Concomitant medical products: etbf3616c145e stent graft, implanted: (B)(6) 2013; etlw1628c82e stent graft, implanted: (B)(6) 2013; etlw1628c82e stent graft; etlw1624c156e stent graft implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.